Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) minicap transfer sets failed to connect to a titanium adaptor. This issue occurred during use with patient involvement. When connecting the titanium adaptor with a transfer set from a different lot, there was no problem connecting. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information provided in two (2) actual samples and four (4) companion samples were received for evaluation. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye with no issues noted on all samples. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing with no issues noted. The reported problem was not verified. Should additional relevant information become available, a supplemental report will be submitted.